Event description:
The complainant reported a pump's placement signal failing during support. The white connector cable was reseated and the issue resolved. Additionally, the device exhibited a battery communication failure. The console was replaced, no report of harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery is inconsistently failing and appears to work at some points, and not others. Charging and discharging correctly at times, and not at others, likely due to a malfunctioning battery. It was noted that the console did not receive its scheduled battery replacement on the three-year interval. The root cause of the battery communication failure is likely due to the fact that the battery set is out of compliance, however, root cause was unable to be determined. The device logs were reviewed for the placement signal loss and confirmed the loss of placement signal occurred for around three minutes, ending when the controller error alarm cleared. This is a known pattern failure in which all signals received from optical bench. This lasts between 2 to 10 minutes, after which all signals go back to normal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes, and does not affect hemodynamic support. This report is being filed as part of a retrospective review of historical records.